Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a rf3000 radiofrequency generator was used during a hepatic radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, the procedure was completed without any issues. However, when the pads were removed there were two type I burns on the patient¿s thighs in the shape of the pads. The burns were located the outside of the right thigh, and the inside of the left thigh. It was confirmed that the grounding pads were oriented correctly during the procedure. The burns were treated with a topical cream (azunol). The patient is stable now and was discharged. The patient returned to the hospital periodically for the burn to be checked.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and serial number; therefore, the device manufactured date is unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.